Manufacturer narrative:
H10: h3, h6: the products were not returned for evaluation and therefore a physical investigation could not be completed. Although the issues experienced by the user facility were unable to be confirmed through direct physical investigation.

Event description:
It was reported in a case study that patient had an acute and massive swelling in the subacromial space associated with intense pain therefore mris were performed and then a surgery was performed to washout, debridement and placement of tubes for drainage. Patient was successfully recovered.